Manufacturer narrative:
510(k): k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, one sealed device from the lot number said to be involved were returned and evaluated. Sealed device: our laboratory evaluation of the returned sealed device, from the same lot number as the used devices, could not confirm the report for difficulty with deployment. The sample was function tested for open/close and full deployment on simulated tissue. The clip opened and closed, and deployed as intended on simulated tissue, endoscopic maneuvers were not required to aid in deployment. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: not returned, used: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Returned, unused: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, a cook instinct plus endoscopic clipping device was used. The user opened and closed the clip before passing it down the scope. When at the target site, the clip opened with delay. When the clip was closed onto the site, the release was incomplete. The black inner catheter was still attached tromboning. After vigorous shaking, opening and closing, it released and attached to the tissue difficult to deploy. Additional information received stated the clip was difficult to deploy once attached to tissue. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.